Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to customer.

Manufacturer narrative:
Device not returned